Event description:
It was reported that the bd 0.5ml insulin syringe experienced device damage while still considered operable. The following information was provided by the initial reporter: a nurse noticed that the barrel was cracked before use.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd 0.5ml insulin syringe experienced device damage while still considered operable. The following information was provided by the initial reporter: a nurse noticed that the barrel was cracked before use.

Manufacturer narrative:
H6: investigation summary: customer returned (1) loose 1/2cc, syringe. Customer states that the barrel was cracked before use. The returned syringe was examined and exhibited a piece of the barrel broken off ranging from the 0-15 unit markings. Unable to perform DHR check for barrel damaged/cracked due to unknown lot number. Bd was able to duplicate or confirm the customer¿s indicated failure. Root-cause cannot be determined due to lack of batch number information. H3 other text : see h10.